Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Review of the pump logs by tandem technical support verified that a cartridge alarm (alarm 5) occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information.